Event description:
Follow-up communication with the user facility risk manager confirmed that this procedure was performed on a critically ill pt that had been on a respiratory previously. The risk mgr did not believe that the blood loss through the introducer sheath valve was significant. The pt's blood oxygen level began to fall during the procedure resulting in respiratory arrest. The pt was then put on a respirator.